Event description:
Two or three weeks after implantation, the pt suffered from cerebral meningitis. Exact date of implantation is unk. The implanted product was 81-2093, which we have decided to recall. The cause of the meningitis was unidentified, but there is a possibility that the implantation of the unsterilized product was associated to meningitis. There is no further info about the pt. The pt condition is stable now.

Manufacturer narrative:
Additional info has been requested from the affiliate in (B) (4) regarding date of surgery, lot number, and hospital confirmation of recall.